Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a battery voltage of 2.84 pre-implant. The device was not used.